Event description:
It was reported that the peel back lid of the packaging containing the medical device had degraded to such a degree when the product is handled the seal crumbles and flakes off. There was no adverse consequences reported.

Manufacturer narrative:
This complaint relates to two device part numbers (i.e. 5130010065 and 5120010060) with multiple (8) associated lot numbers. Based on info provided by the customer, and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.